Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. We were unable to confirm motor error alarm or any other alarms due to blank display. We were unable to perform any tests due to blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 111 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm, and a motion sensor test failure alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.